Event description:
It was reported that the pt is experiencing squeaking and pain deep in hip area. Pt is now walking with cane, due to pain.

Manufacturer narrative:
At this time, neither the device nor add'l info is available.